Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 645014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy, nausea, eye operation, abdominoplasty, c-section and hot flashes. Patient confirmed that she underwent essure confirmation test but name and date of test was not specified . Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included back pain, motor vehicle accident, upper limb motor deficit, palpitation, contusion, loss of consciousness, numbness, tenderness, pain neck, myalgia, stiffness, trauma, subluxation, prevertebral soft tissue swelling of cervical space, retention of urine, bacterial vaginosis, secondary hypothyroidism, cervix disorder, chronic cervicitis, leiomyoma and uterine fibroid. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), levothyroxine sodium (synthroid) and montelukast. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/extra heavy periods after essure placement"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : pelvic pain, dyspareunia, headache and abdominal pain. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs and mr received ¿ previously reported event- injury was replaced with new events. New events were -abdominal pain, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/extra heavy periods after essure placement, dyspareunia (painful sexual intercourse), migraine, headache, hypersensitivity and dysmenorrhea (cramping) added. Lot number, reporter, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 645014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy, nausea, eye laser surgery, abdominoplasty, c-section and hot flashes. Patient confirmed that she underwent essure confirmation test but name and date of test was not specified . Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included back pain, motor vehicle accident, upper limb motor deficit, palpitations aggravated, contusion, loss of consciousness, numbness, tenderness, pain neck, myalgia, stiffness, trauma, subluxation, prevertebral soft tissue swelling of cervical space, retention of urine, bacterial vaginosis, secondary hypothyroidism, cervical cyst, chronic cervicitis, leiomyoma nos and uterine fibroid. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), levothyroxine sodium (synthroid) and montelukast. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/extra heavy periods after essure placement"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : pelvic pain, dyspareunia, headache and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('abnormal bleeding (general)') and intra-abdominal haemorrhage ('abdominal bleeding') in an adult female patient who had essure (batch no. 645014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy, nausea, eye laser surgery, abdominoplasty, c-section and hot flashes. Date: 2012: patient confirmed that she underwent essure confirmation test but name and date of test was not specified. Result: confirmed. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included back pain, motor vehicle accident, upper limb motor deficit, palpitations aggravated, contusion, loss of consciousness, numbness, tenderness, pain neck, myalgia, stiffness, trauma, subluxation, prevertebral soft tissue swelling of cervical space, retention of urine, bacterial vaginosis, secondary hypothyroidism, cervical cyst, chronic cervicitis, leiomyoma nos, uterine fibroid and graves' disease. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), levothyroxine sodium (synthroid) and montelukast. In 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping) / experienced after 1st period after procedure"), menorrhagia ("abnormal bleeding (menorrhagia)/extra heavy periods after essure placement") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches") and headache ("headaches"). The patient was treated with surgery (total vaginal hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, intra-abdominal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : pelvic pain, dyspareunia, headache and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs was received: event abdominal bleeding added. Event onset date, outcome were updated. New reporter information, concomitant condition were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.